Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the suturing device broke three sutures before toggle switch broke. A new device was used to finish the procedure. No pt injury was reported.